Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: the patient was 62 years old at the time of study enrollment. D3: manufacturer address 1: chapman house, farnham bus park. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
(B)(4) proactif. It was reported that the patient experienced ascites as a result of liver function deterioration 38 days post index procedure. On (B)(6) 2023, the subject was enrolled into the proactif study and selective therasphere treatment was performed on the same day. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii); 2.67 gbq of therasphere was administered to the selective liver through vial 1. Post dosimetry results were not determined. On (B)(6) 2023, 38 days post during index procedure, the subject experienced deterioration in general health status. On (B)(6) 2023, the subject came for additional follow up visit and was admitted to the hospital for further treatment and evaluation. On the same day, ecog performance score and encephalopathy scale was 0. Additionally, ascites evaluation result was 2, the child-pugh score was assessed as c10 and bclc classification was a. During hospitalization, the subject was diagnosed with liver function deterioration which was probably due to radio-embolization. Ascites puncture was done as a corrective action to treat the event. Additionally, subject was treated with concomitant medication. On (B)(6) 2023, the subject was discharged from the hospital. No further patient complications were reported.